Event description:
Properly used efferdent to soak my full dentures, started developing sores within my mouth, lips, etc., like a rash with blisters, cracking skin, pain, etc. Then tried polident, as I had been told it had less of the chemical in it, but the same thing happened. Now it has been several days, my mouth is somewhat better, but as soon as I put the dentures in, it starts all over again, even though I'm not soaking them in those products. I don't know how to rid my dentures of the chemicals. Dates of use: (B)(6) 2015. Diagnosis or reason for use: denture cleaners.